Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a sterilization package broken issue occurred. Primary package damaged. It was reported that our distributor yunnan guoyao instrument medical consumables co., ltd did incoming goods checking. Opened the outer box. Outer box was intact. It was found that the sterilization package had been broken. Pictures provided. No surgery was involved. Therefore, there was no report on any patient injury. No additional information could be provided. The sterilization package broken issue was assessed as MDR reportable.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. Primary package damaged. It was reported that our distributor yunnan guoyao instrument medical consumables co., ltd did incoming goods checking. Opened the outer box. Outer box was intact. It was found that the sterilization package had been broken. No surgery was involved. Therefore, there was no report on any patient injury. The investigation was completed on 10-nov-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the pouch was observed open and the box was observed damaged. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection of the returned device revealed bent marks in the outer box, and also the seal of the pouch was found open. For this reason, a manufacturing meeting was performed, and the investigation result determined that this issue is not related to the manufacturing process since evidence of good manufacturing practices was found. This condition was generated due to an incorrect material handling. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 05-oct-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).